Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, reaching values of 142 ohms. Technical services (ts) reviewed data from the device and confirmed that the shock impedance has gradually increased. Ts explained that the cause of this observation could be related to deposits around the shock coil but recommended a lead integrity evaluation, including commanded shock testing. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported. Additional information was received indicating that the shock impedance values have increased up to 158 ohms and high pacing threshold measurements are now present. Commanded shock testing was performed using 1.1 and 41 joule shocks. The reported impedance measurements during the test were 125 and greater than 125 ohms respectively. Ts advised to either closely monitor the situation or opt for a lead revision. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, reaching values of 142 ohms. Technical services (ts) reviewed data from the device and confirmed that the shock impedance has gradually increased. Ts explained that the cause of this observation could be related to deposits around the shock coil but recommended a lead integrity evaluation, including commanded shock testing. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported.